Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Skin graft mesher, serial number (B)(4), was manufactured on april 14, 1998 and was over 18 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer (B)(4) revealed that the device was returned with the handle attached. The handle was able to be removed normally. The bottom roller was noted to be damaged and required replacement. The carrier block was worn and required replacement. The device was sent to the u.s.a. For complete overhaul. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle and carrier guide which appeared as if the finish had been removed. The latching pins engage as intended and the comb was slightly deformed on the right hand side. There was minor wear noted to the roller gear and extensive galling to the roller shaft extension. The roller shaft extension end was deformed and there were nicks to the sides and back of the ratchet handle. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the nature of the comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged side plates, bushings, roller, comb, gear, damaged carrier guide and worn ratchet gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the customer was unable to remove the wrench from the mesher ratchet¿ was unconfirmed since during the initial inspection by zimmer (B)(4) it was noted that the handle was able to be removed normally. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was slightly deformed on the right hand side and there was extensive galling to the roller shaft extension. The IFU states that ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ and ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery it was unable to remove the wrench from the mesher ratchet. No adverse events have been reported as a result of the malfunction. Investigation results revealed the comb was damaged.